Event description:
Physician reported hospitalization due to high blood glucose. Physician stated that the insulin pump has not delivered insulin. The blood glucose reading at the time of the event was 490 mg/dl. Customer could not breathe. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.